Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On 10/05/2025, after sensor warm-up, the patient¿s cgm was reading over 300 mg/dl. The patient was asymptomatic and self-treated with insulin. 10 minutes later, the cgm dropped to 110 mg/dl. The patient did a bg meter reading, which was 450 mg/dl. The patient called his doctor and was advised to go to the ER. Before going, the patient¿s wearable failed and was removed. At the ER, the patient¿s bg meter reading was 400 mg/dl. The patient was treated with IV insulin and at an unspecified time later, the patient¿s bg level dropped to 200 mg/dl. The patient was then treated with more insulin. The patient was discharged after approximately 5 hours with a bg meter reading of 120 mg/dl. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).